Event description:
The vertical coupling of the surgical microscope dropped several inches and contacted the patient on the nose. The procedure was completed and there is no indication of adverse outcome. User facility was unwilling to provide further information as to the age or injury, if any.